Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash under the front therapy electrode pad. The patient's doctor prescribed a pill to treat the rash. However, the patient's pharmacist said the medication might affect her heart medication so the patient did not take the pill. The patient applied essential oils to the rash. Follow-up indicated that the patient said that she no longer had issues.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.